Event description:
It was reported that during a surgical procedure the permanent cautery hook instrument was arcing and the instrument was cauterizing above where it should be. A hospital representative stated that they did not notice any fracture on the instrument clevis nor anything else unusual about the instrument prior to returning it to isi. No patient harm, adverse outocme or injury was reported.